Manufacturer narrative:
E1: patient city: (B)(6). Patient country: puerto rico, united states.

Event description:
Reference number (B)(4). Event occurred in puerto rico, united states. It was reported that patient faced infusion set tubing kinked on (B)(6) 2025. The blood glucose level was 400 mg/dl and the patient was treated with manual corrections. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions, h11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6009456, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6009456 was manufactured according to the work instruction (wi) version 98 and packaging in the multivac m14 on 01-oct-2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 4j05650 was manufactured according to the wi version 65 and manufactured in the machine sc05-sc06, on 30-sep-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.